Event description:
Patient implanted with synfix-lr at l5-s1 on (B)(6) 2010. Follow up x-rays showed one of the l5 screws to be completely out of the implant and in the peritoneum. Surgeon is discussing revision surgery. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Hardware was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.